Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several low speed advisory alarms on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. The patient was aware of the alarms, but did not experience any associated symptoms. The alarms only occurred while they were on their grounded power source, the mobile power unit (mpu). The site was suspicious of a short-to-shield and if confirmed would proceed with a percutaneous lead repair. Technical services captured the intermittent low speed events on the mpu only, and confirmed that it appeared to be due to short-to-shield in the driveline. It was recommended that the patient only use battery power and no grounded cable. It was communicated that the repair was attempted on (B)(6) 2021. Upon visual inspection of the driveline there were two areas wrapped in electrical tape. The repair began approximately 4" from the exit site. The wires were splices beginning the green, brown, and orange. The old driveline was disconnected and the new driveline was connected to the new system controller. The patient was asymptomatic during the swap. The patient continued with the remaining three wires (yellow, black and red). The area was closed up per procedure and provided the patient with care instructions. The alarms resolved and the patient was at home and stable. The patient's controller was exchanged due to illuminations on the controller not fully lit any longer. There were no alarms or issues with self test.

Manufacturer narrative:
Section d9: a segment of the percutaneous lead returned only. Manufacturer's investigation conclusion: incidental findings: superficial driveline damage. Although the reported low-speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log files captured multiple low-speed events on (B)(6) 2021 at 03:30:47, (B)(6) 2021 between 04:25:56 and 04:28:44, and (B)(6) 2021 between 11:47:12 and 11:49:55. Each of the events occurred while the system was operating on the mpu. Analysis of the submitted log file also revealed transient power elevations up to (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The approximately 15.5" segment of the driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed black rescue tape removed from the outer silicone jacket at approximately 2.5-4¿ and 5.5-9¿ from the controller connector. Examination of the driveline found moderate shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The most recent revision of the heartmate ii instructions for use (IFU) is document of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information provided. The manufacturer is closing the file on this event.